Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensed noise in the primary vector. The patient was seen the next day for follow-up. Noise was reproduced in primary with pocket manipulation. The sensing vector was then reprogrammed to alternate, however the patient received another inappropriate shock within four hours. Theray was programmed off and the patient was fitted with a lifevest. A system extraction was being planned for a later date. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensed noise in the primary vector. The patient was seen the next day for follow-up. Noise was reproduced in primary with pocket manipulation. The sensing vector was then reprogrammed to alternate, however the patient received another inappropriate shock within four hours. Theray was programmed off and the patient was fitted with a lifevest. A system extraction was being planned for a later date. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Visual inspection revealed a benign crack in the polycin vorite notch area which did not extend into the insulation. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensed noise in the primary vector. The patient was seen the next day for follow-up. Noise was reproduced in primary with pocket manipulation. The sensing vector was then reprogrammed to alternate, however the patient received another inappropriate shock within four hours. Theray was programmed off and the patient was fitted with a lifevest. A system extraction was being planned for a later date. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.